Manufacturer narrative:
Evaluation summary: host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. X-ray demonstrated heavy calcification on all three leaflets. Host tissue and calcification restricted leaflet mobility and led to stenosis. Leaflet 1 had a 3mm tear near commissure 1 and a 3mm tear near commissure 2. Leaflet 2 had a 4mm tear near commissure 2 and a tear near commissure 3 that was completely torn 2mm and 2mm non-transmural on the outflow aspect. Leaflet 3 had a 4mm tear near commissure 2 and a 9mm tear near commissure 1. Calcification was evident near the tears. Hematoma was observed on all three leaflets on the outflow aspect. X-ray demonstrated wireform intact. Sewing ring and cloth was partially cut off and had multiple cuts around the valve. Wireform was found exposed on commissure 1 and 2 on the outflow aspect and near leaflets 1 and 3 on the inflow aspect. Customer complaint of insufficiency, leaflet flail, and leaflet tear were confirmed through observed leaflet tears and calcification. Complaint of degeneration and dehiscence could not be confirmed from visual observations. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention or it may require intervention. In this case, the patient required intervention due to one valve leaflets being frozen in the open position and the valve was separated. As the device was not returned for evaluation, the root cause remains indeterminable. However, patient and procedure related factors likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 23mm aortic valve was explanted due to leaflet motion restricted and dehiscence after an implant duration of 11 years and 4 months. As reported, one of the valve leaflets was frozen in open position and the valve was ¿separated¿. An unknown model valve was implanted as replacement. No other information was provided. The procedure outcome was reported to be successful.